Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing insertion of a gamcath gdhk-1325 vascular access catheter. During the insertion of the catheter, at the time of the injection of the lock solution the operator noticed that the blue clamp was not functioning. The medical staff had to remove the catheter and to place a new one.

Manufacturer narrative:
The technical investigation was done with the used sample and a retained sample from kinked blue clamp and extension line tubing lots. The functional test for the clamping of the catheter and retain sample do not show any abnormality. Within the liquid leakage test and air aspiration test no leakage was detected. The tested catheter and retain samples work as intended.